Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor; moisture damage was noted on all the electronic assemblies and corroded motor assembly was noted. No unexpected off no power anomalies or blank display anomalies noted during our testing. The operating currents are within specifications and passed pump self-test, off no power test, a21 error test, displacement test and rewind test. The insulin pump was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming pool with insulin pump still connected. Customer reported that as a result, display screen went blank, there was fluid under display screen and dome label fell off. Customer's blood glucose was 154 mg/dl. Customer was advised that insulin pump would need to be replaced.